Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/21/2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/05/2017 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. During visual inspection of the pump, it was observed that the battery compartment was cracked. There was moisture corrosion observed in the battery canister. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fit to the pump. A leak test was performed and failed due to a battery compartment leak. The ¿ez-prime¿ steps were performed correctly; all current draws were within specification. The initial ¿short battery life¿ complaint was duplicated during the investigation due moisture corrosion in the battery canister. The pump¿s cover was removed and no further moisture ingress or intermittent condition was found to the printed circuit board (pcb).